Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D4: lot number: corrected from 32725851 to 32836495.

Event description:
It was reported that the push rod was fractured. The 90% stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the push rod was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that the push rod was fractured. The 90% stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the push rod was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that the push rod was fractured. The 90% stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the push rod was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D4: lot number: corrected from 32725851 to 32836495. Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination revealed that a hypotube break was noted at 71.4cm distal to the distal end of the strain relief. Multiple kinks were also noted. No kinks or damages were noted at the extrusion shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage.